Event description:
Customer reports image not showing up completely on monitor, but prints normally. (Missing pt info on monitors). Info on printed version. No injury reported.

Manufacturer narrative:
Service inspected unit, removed and replaced 24 vdc main frame power supply. System back in service.